Manufacturer narrative:
Health professional, occupation: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that patients had experienced a shocking sensation while using the ultrasound modality. No patient injury was reported. The device has not been returned to the manufacturer for evaluation. If the device is returned, a follow-up report will be submitted upon completion of device evaluation.